Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " message. The patient was moved to transporting agencies autopulse platform for the rest of the call, and return of spontaneous circulation (rosc) was achieved. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board (pca), likely attributed to the aging of the device. The autopulse platform was manufactured in june 2015 and is nearly 7 years old, past its expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. During archive data review, system error 132 (internal watchdog timeout) was observed on the reported date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on; thus, confirming the customer complaint. The root cause of the reported complaint was the defective processor board (pca). The processor board was replaced to address the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).